Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized in the past two years for diabetic ketoacidosis. The caller states that the customer has to change the reservoirs frequently and would like a replacement. The caller did not want to troubleshoot the issue and did not provide any further information about the hospitalizations. The customer's blood glucose was not provided. The caller stated that the customer had performed the bolus, but their blood glucose kept rising. Furthermore, the customer reports physical damage in the form of cracks and reports no delivery alarms when changing he reservoirs. The customer did not return the product back for analysis.